Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an audible alarm was noted, and infusion stopped. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed, and no damages were noted. The returned sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following and the pump tube height fail; however due sample was received in used conditions it is possible that the pump tube height was modified during the use. During accuracy testing, the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. The sample could be connected without problem; sample passed the test. Based on the evidence, the complaint was not confirmed, and no fault was found.